Manufacturer narrative:
The selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to smart remote manager was not in proper position. A field service engineer tilted the smart remote manager in order to fit with the latch and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager was out of alignment. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.